Manufacturer narrative:
D10 concomitant product: gn-283, gn-283 monosof* 2-0 blk 90cm st da x36 (lot# d3e1957y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic procedure, at the time of purse-string suture technique, the two sutures were broken. New sutures were placed to resolve the issue.

Manufacturer narrative:
Additional information: b5, e1 (initial reporter's first and last name, facility name, address and phone number), g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that the two retainers and two suture segments were observed in the provided image. One suture segment was observed to be a small piece of broken suture. It was reported that the suture was broken. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a procedure, when the device was used to suture the esophagus, at the time of the purse-string suture technique, when the suture was pulled and tightened, the suture was broken. A new suture was used immediately, but it was broken again. It was noted that one was broken in the middle and one was broken at the tail. New sutures were placed to resolve the issue.